Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped due to a fracture. The physician elected to perform an invasive procedure and replace the rate sensing portion with a new bipolar lead.